Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the blades were dull on the monopolar curved scissors instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in house system for a latex cut test. The scissors cut cleanly through .006 latex. The blade edges were not damaged. The instrument passed electrical continuity testing. The flush tube was not kinked. Failure analysis investigation also found the instruments tube extension pad printing was removed. Failure analysis concluded that the pad printing removal was due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing removal found during failure analysis if to recur could cause or contribute to an adverse event.